Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an invalid syringe size. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the right plunger case was cracked as well as the bottom case by the left bracket. There was evidence of the reported problem (error) being recorded in the event history log. The investigation found that the syringe size sensor was out of spec, which was probably due to impact. For corrective action it was recommended to replace the size pot sensor, the barrel clamp guide, the barrel clamp rod, and the tapered spring. Preventive maintenance was performed and all functional tests passed. The root cause of the reported problem was traced to the customer damage of the device. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Correction: d4: model number: 4000; h4: mfg. Date. 25-jun-2016.